Event description:
Reference medwatch 1219856-2008-00460 for the first event involving the same pt. It was reported that the third intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and when threading the iab over the guide wire the md found it to be tight. As a result, the iab was unable to be inserted. A fourth iab was retrieved and used without complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.